Event description:
As reported, port was originally placed in 2008. The port was accessed once, and it was described as "painful" by the pt. When the port was removed, it was found that the catheter had detached from the port and migrated to the heart. The pt was taken to interventional radiology, where the catheter was successfully removed. The pt's condition is described as "fine". It has been indicated that the used device will be returned for eval.

Manufacturer narrative:
Although it has been indicated that the device involved in this incident will be returned, it has not yet been received. Therefore, a failure analysis has not been conducted. Upon receipt of the sample/completion of the investigation, a f/u medwatch will be submitted.